Event description:
It was reported that this right ventricular (ra) lead was dislodged. The dislodgement was confirmed with a possible chest x-ray and high pacing thresholds. The patient underwent surgical revision where the lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed.

Manufacturer narrative:
The product has been received for analysis. Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (ra) lead was dislodged. The dislodgement was confirmed through abnormal electric measurements and a possible chest x-ray. The patient underwent surgical revision where the lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that additional information was received for representative indicating the right atrial (ra) lead exhibited high pacing thresholds. No additional adverse patient effects were reported. It was reported that this right ventricular (ra) lead was dislodged. The dislodgement was confirmed through abnormal electric measurements and a possible chest x-ray. The patient underwent surgical revision where the lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.